Manufacturer narrative:
(B)(4)

Event description:
It was reported that an instance of a high ventricular rate had not been recorded by the pulse generator. The patient was experiencing intrinsic ventricular tachycardia. The device was explanted and replaced during a system upgrade on (B)(6) 2015.